Event description:
Pt seen in surgeon's office to have 2 abdominal skin abscesses treated. Pt reports use of tender infusion set and itching at insertion site, on 12/4/99. Next day redness to size of quarter (approx 25mm), progressing to hardened lump. Sought medical intervention on 12/7/99. Pt reports high bg during time of skin inflammation and abscesses. Referred to a general surgeon to have the site lanced and drained (both sites).